Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during insertion of the port, the guidewire did not go in smoothly and was unable to draw blood. The catheter was removed and another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during insertion of the port, the user was allegedly unable to aspirate. The catheter was removed and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is 3006260740. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one m.r.I. Lp plastic port with 6.6 fr s/l silicone catheter was returned for evaluation. The device was returned assembled with the catheter and catheter lock attached to the port stem. Blood and fluid residue were noted throughout the sample. The sample was patent to infusion and aspiration with no leaks observed. As the device as aspirated successfully, the investigation is unconfirmed for the reported failure to aspirate. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Per the evaluation results, the inner diameter of the catheter lock measured out of specification at the time of evaluation. While it is possible that use of the device, as well as handling during return, contributed to the measurement, it is also possible that an improper catheter to port connection contributed to the reported event. Other possible contributing factors include a kinked catheter and pinch-off. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.